Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a pump exchange.

Manufacturer narrative:
This event was determined to be supplemental information and will be covered under MFR# 2916596-2024-06221.